Event description:
The customer reported that the insulin gauge displayed an amount different from what was expected, with a discrepancy of more than (B)(4) units, where the pump showed (B)(4) units instead of the expected (B)(4) units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge and was advised to call back for troubleshooting if the issue recurs.